Event description:
Caller states that the device produced a result of lo without blood applied to the strip. No adverse event reported, no action taken on lo result. No treatment provided. Requested return of suspect device and replacement was sent.